Event description:
It was reported by the rep that the (1) hp052 was used during an unknown procedure. It was reported that the product produced a steady tone and lockout. The device would not work. The sales rep checked the device. There was no pt consequence.